Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on february 01, 2017.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains.